Manufacturer narrative:
The customer is unsure if the devices in question were lot number 20l2854 or 21a0175. To date the customer has not responded to any follow ups since we received the complaint on 2/17/2022. We will continue to follow up to obtain additional information and confirm if the product is available for return. A follow up report will be submitted.

Event description:
The customer alleged " one of our neurosurgeons has been using the karlin spinal blade 46-3178 for years. In the passed several weeks, has had the tip break off during surgery.

Manufacturer narrative:
After multiple attempts reach out to the customer, no further information was provided. As a result, we were not able to confirm what lot number was involved or obtain any pictures, or physical product back to evaluate. There has been a total of 4,338 boxes of 10 (43,380 individual blades) sold since 2012 with 4 additional complaints for 5 blades ( 0.02%) due to the lack of information, no further actions are necessary and the complaint will be closed. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow up report will be submitted.